Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A kink and a partially detachment were observed at the lap joint in the sheath assembly from femoral marker to the proximal end. A kink was observed in the telescope assembly from femoral marker to the proximal end. No ic windup were found within the telescope section and the sheath section of the device. Broken drive shaft was encountered. No other issues were found during the visual inspection. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. It was observed that the catheter leaked from the lap joint area when the catheter was flushed.the distal housing was observed in good conditions. Partially detachment was observed at the lap joint.

Event description:
Reportable based on device analysis completed on 19apr2020. It was reported that dark image occurred. The target lesion was located in coronary artery. Opticross imaging catheter was selected for use. During the procedure, the image suddenly became dark. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a lapjoint partially detached.